Event description:
The product is not expected to be returned. The user facility reports that cerebrospinal fluid leaked out of the burr hole and tracked down under the scalp outside of the catheter and exited the hole of the scalp. No pt injury was reported.